Event description:
The customer called to report unexplained high blood glucose levels. The reported blood glucose reading at the time of the call was 288 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but failed the high pressure test. The customer stated he would fill a new reservoir to try the test again. Called the customer to complete the testing, but there was no answer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.